Event description:
The caller alleged discrepant results when compared with coagchek and lab results.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with coagucheck results provided by end-user at time complaint was filed: the test #1, 2, and 3 are within the confident limits as per internal procedure rev.2. Product will not be investigated as per internal procedure.